Event description:
Customer reported via phone calls that their blood glucose reading is high. Customer states that their blood glucose reading was 620 mg/dl during the time of incident.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.